Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube was found experiencing poor gel separator movement during use.. The following has been provided by the initial reporter: it was reported the gel was still at the bottom of the tube. Failed sst gel migration: gel still at bottom of tube. Details: patient historically has been on coumadin, but is now on lovenox. The tech reports that the specimen was clotted before it was centrifuged. The specimen was collected at 0615, but wasn't received until 0700 so it was at least 45-50 minutes before it was centrifuged. Her inr wasn't performed today, but it was 2.3 on tuesday. Her total protein was 7.3mg/dl.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube was found experiencing poor gel separator movement during use. The following has been provided by the initial reporter: it was reported the gel was still at the bottom of the tube. Failed sst gel migration: gel still at bottom of tube. Details: patient historically has been on coumadin, but is now on lovenox. The tech reports that the specimen was clotted before it was centrifuged. The specimen was collected at 0615, but wasn't received until 0700 so it was at least 45-50 minutes before it was centrifuged. Her inr wasn't performed today, but it was 2.3 on tuesday. Her total protein was 7.3mg/dl.